Event description:
(B)(4). Same patient as MFR ID: 2134265-2011-04847. It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, the patient presented due to stable angina (ccs class 1). Cardiac catheterization revealed a 75% stenosed and 30mm long lesion located in the proximal left anterior descending coronary artery (lad) extending into the mid lad with a reference vessel diameter of 2.5mm. This was treated with direct stent placement of a 2.75x32mm taxus element stent and post dilation resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2011, the patient was hospitalized due to an event of "dyspnee d'effort". Cardiac catheterization revealed 80% diffuse in-stent restenosis of the proximal lad. Treatment consisted of revascularization with balloon angioplasty to the proximal lad resulting in 0% residual stenosis. The patient was discharged the following day. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is not related to the taxus element stent.

Event description:
It was further reported that the patient was hospitalized due to an event of dyspnea.

Manufacturer narrative:
Describe event or problem: corrected from "the patient was hospitalized due to an event of '(B)(6)" to "the patient was hospitalized due to an event of dyspnea." Event date corrected from (B)(6) 2011 to (B)(6) 2011. (B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).